Manufacturer narrative:
Investigation results completed and problem of loss of power and program on a smiths medical cadd-ms 3, slate gray, mdl 7400. The testing revealed issue caused from a drive rod. Other repairs done as preventative. (B)(4).

Event description:
Information received a smiths medical cadd ms3 gray slate pump alarming system fault. No patient adverse events reported.